Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a leak occurred between the mr290 autofeed humidification chamber water feedset tube and the water bag spike after one week of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4). The complaint device was visually inspected and connected to a water bag to test performance. Results: the visual inspection revealed there was sufficient glue at the water bag spike and feedset connection. However, the glue had only partly bonded. Furthermore, the tube was found to be slightly pulled out of the spike. The performance test showed a water droplet had formed at the connection between the spike and the feedset tube. A lot check revealed one other complaint of this nature for the lot number provided. Conclusion: we were unable to determine the cause of the reported fault, although past investigations have shown that the problem has been caused by the user removing the spike by grasping the tubing instead of the spike. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Our monitoring and trending of complaints of loose water bag spikes on mr290 feedsets has a rate of occurrence of (B)(4) devices per (B)(4) sold worldwide in the last year to the end of (B)(4) 2013.